Manufacturer narrative:
The complaint device was received and visually inspected. Visual observations revealed the jaw pin was protruding out if its space contributing to the jaw failure. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its space. The device¿s jaw did not close completely when tested on a sample rubber strip, because of the broken shear pin, which would result in the reported failure. This complaint can be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. The reusable device is over 3 years old. And possible have seen heavy wear and tear. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that the pin in the jaw of the customer's expressew iii without hook broke off into the patient's joint space during a rotator cuff repair. The pin was retrieved with no debris left in the patient, no xrays were needed. The surgeon completed the procedure with no patient consequences and there was a 10 minute delay.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
The sales rep reported that the pin in the jaw of the customer's expressew iii without hook broke off into the patient's joint space during a rotator cuff repair. The pin was retrieved with no debris left in the patient, no xrays were needed. The surgeon completed the procedure with no patient consequences and there was a 10 minute delay.